Event description:
During revision of femoral stem with conversion to a hip replacement on an elderly female, alligator clamp broke. Broken piece of instrument retrieved by surgeon with no harm to patient.